Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that supporting guide wire has white spot.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of white spots on the stylet is confirmed; however, the root cause remains unknown. One photograph was returned for evaluation. An initial visual inspection of the returned photograph showed a section of the stylet, proximal to the t-lock. What appeared to be small white spots were observed on the stylet. The white spots may have been the delamination of the hydrophilic coating. Due to the quality of the photograph, the extent of the damage could not be discerned. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported this occurred with five devices. This report addresses all five devices.